Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr60b cartridge reload present. The cartridge reload was received fully fired and in good visual condition. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colectomy procedure the device was difficult to fire and some of the staples were either not formed or malformed. A second device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? Colon. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1 or 2nd firing. Echelon straight/flex: asku. During which stroke did the event occur? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.